Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2017. One lf1637 was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the jaws covered with eschar. The customer reported that the device locked on tissue. The reported condition was not confirmed. Inspection found eschar caked on the jaws and seal plates. The jaws and handle were not locked. The jaws opened and closed when the handle was opened and closed. The knife was difficult to advance to make a cut. The tissue in the blade slot prevented the knife from advancing far enough to make a proper cut. More frequent cleaning would have reduced the difficulty with cutting. The knife was inspected under magnification and no defects were noted. After cleaning the knife advanced and retracted smoothly in the knife track. The knife cut was tested on a silicon test strip with satisfactory results. The investigation identified the root cause of the knife cut issue event to be improper cleaning. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that the device trigger sticks and patient tissue is pulled while in use. The surgeon additionally reported the device jaws locked however, there was no tissue damage due to the device and no patient injury.